Event description:
A female pt developed preseptal cellulitis in the left eye while using renu with moistureloc multi-purpose solution. In 2006, the pt's left lower eyelid was red and sore. Her left eye also had a watery discharge and upon awaking, there was green matter in the corner of the eye. The pt noted her symptoms were very painful causing her to cry. Two days later, the pt sought treatment from an optometrist and was diagnosed with preseptal cellulitis. She was prescribed keflex 500 mg, qid, for 7 days. The pt subsequently recovered. It was noted the pt had a small change in visual acuity; however, the treating dr reported "most likely this diagnosis did not affect visual acuity." He felt the pt's visual acuity change was a noraml change over-time. In addition, the dr did not attribute the pt's event to use of the product.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.